Event description:
The recipient's initial surgery reportedly went for an extended period of time due to the recipient's anatomy and was not device related. It is noted that the recipient has a shunt on the right side of the skull. Also, the surgeon noted that there was no mastoid, so the electrode lead wire was placed along the incision site and due to no facial recess area visibility was restricted during the insertion.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was activated and will be managed per clinic protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, b.6, b.7, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The issue is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.